Manufacturer narrative:
Root cause : the power management (pm) pcba was tested and no failures were identified.

Manufacturer narrative:
Date of event unknown.

Event description:
The customer reported backup alarm failure (code 1104). This is being reported due to malfunction of the back-up alarm. In the event of the primary alarm failure, the back-up alarm will not annunciate to alert the user. No patient involvement.

Manufacturer narrative:
On (B)(6) /2017: the cpu pcb was returned for failure investigation. Root cause: the cpu board was tested and no failures were identified. The 1104 error code could not be duplicated. Method code changed to we evaluated.